Manufacturer narrative:
The root cause of this event was determined to be an air lock within the pump. The cause of the air lock could not be determined. The defective part was not available for investigation.

Event description:
The customer alleged there was no water at the three p-modules on their modular device. The field service representative found there was a fluidics failure on the core module from the main water circulation pump head being worn and overheating. He removed and visually inspected the pump head. The md30 plastic pump head was melted internally. The field service representative replaced the water pump. There were no adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.